Manufacturer narrative:
(B)(6). Device evaluated by MFR. : promus element plus, mr, ous 2.75 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on17may2021. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery . A 2.75x32mm promus element plus drug eluting stent was selected for use. However, the stent could not cross the lesion after repeated attempts. There were no patient complications reported. However, returned device analysis revealed stent damage.